Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable. Bolton medical is voluntarily reporting a device malfunction related to a relay branch / treo custom device. The relay branch / treo device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). This complaint was involved with 9 devices: device 1 is being reported under MDR 2247858-2018-00119. Device 2 is being reported under MDR 2247858-2018-00120. Device 3 is being reported under MDR 2247858-2018-00121. Device 4 is being reported under MDR 2247858-2018-00122. Device 5 is being reported under MDR 2247858-2018-00123. Device 6 is being reported under MDR 2247858-2018-00124. Device 7 is being reported under MDR 2247858-2018-00125. Device 8 is being reported under MDR 2247858-2018-00126. Device 9 is being reported under MDR 2247858-2018-00127.

Event description:
"Case 1: no de-branching tevar with relay double branch system. Severe stroke was occurred after procedure. (Event date is unknown but different from implant). Angiography after implant. Case 2: minor stroke was occurred after procedure. (Event date is unknown but different from implant). No angiography and no detailed information. Case 3: 1 de-branching tevar with relay double branch system. Severe stroke was occurred after procedure. (Event date is unknown but different from implant). Angiography after implant".